Event description:
It was reported by customer's sister that the customer is deceased. Customer's sister stated the blood glucose is unknown, due to readings fluctuating. Customer's blood glucose was fluctuating anywhere from 180mg/dl-475mg/dl. Customer's sister stated was led to the event was heart not beating properly. Heart failure was the caused of death. Customer was wearing insulin pump up to saturday morning, which was a day before the death. The blood glucose is unknown. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.